Event description:
While using a byte night aligners, patient reported that their bite is off, the aligners not fitting and constantly popping out and extreme pain. Patient to be sending letter of recommendation from their dentist, they wish to discontinue treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.